Manufacturer narrative:
A ge rep evaluated the system and replaced a circuit board and reformatted the hard drive. The system operates as intended.

Event description:
The customer reported the system continuously alarms and does not complete boot up. No pt injury was reported.